Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration/migration of essure device- tube"), fallopian tube perforation ("perforation (fallopian tube)") and uterine perforation ("perforation (uterus)") in an adult female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (2((B)(6) 1991 and (B)(6) 1995)), miscarriage and rib fracture. Concurrent conditions included high cholesterol, breast cancer, blood pressure high, multiple allergies, depression, hypercholesteremia, allergic rhinitis, hyperlipidemia, drug allergy (benadryl) and adenomyosis uteri. Family history included ovarian cancer (maternal grandmother), colon cancer (paternal grandfather), colitis (father), colonic polyp (father), stent insertion nos (mother) and heart disease, unspecified (mother). Concomitant products included amlodipine, amoxicillin (amox), amoxicillin (amoxicilina), atenolol, azelastine, azithromycin, bupropion, bupropion (wellbutrin), cefalexin (cephalexin), cefuroxime, cheratussin ac, clarinex-d 24-hour (clarinex-d), clarithromycin, clindamycin, clobetasol propionate (clobex), clonidine, colecalciferol (vitamin d), dexamethasone, dyazide, fluconazole, fluocinonide, fluticasone, fluticasone furoate (veramyst), hydrochlorothiazide, hydrocodone, hydrocortisone butyrate (locoid), levofloxacin (levaquin), lidocaine, lorazepam, metoprolol, ondansetron, oxycocet (endocet), oxycodone, prochlorperazine, promethazine, sulfacetamide sodium (sodium sulfacetamide), tamoxifen, tramadol, venlafaxine and venlafaxine (effexor). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of a coil (left coil)/migration of essure device-uterus"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain and cramping"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraines"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("tumor / teratoma / cancer-fibroid") and cervical polyp ("complications or problems that occurred at the time of your essure placement procedure: small endocervical polyp"). The patient was treated with surgery (hysteroscopy, fractional dilatation & curettage and removal of the right essure device on (B)(6) 2014), surgery and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the device dislocation had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal distension, headache, migraine, hormone level abnormal, vaginal discharge, vaginal haemorrhage, uterine leiomyoma and cervical polyp outcome was unknown and the device expulsion and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, cervical polyp, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, uterine leiomyoma, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 10-apr-2018: pfs received. Event added per pfs: complications or problems that occurred at the time of your essure placement- small endocervical polyp. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration/migration of essure device- tube"), fallopian tube perforation ("perforation (fallopian tube)") and uterine perforation ("perforation (uterus)") in an adult female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (2((B)(6) 1991 and (B)(6) 1995)), miscarriage and rib fracture. Concurrent conditions included high cholesterol, breast cancer, blood pressure high, multiple allergies, depression, hypercholesteremia, allergic rhinitis, hyperlipidemia, drug allergy (benadryl) and adenomyosis uteri. Family history included ovarian cancer (maternal grandmother), colon cancer (paternal grandfather), colitis (father), colonic polyp (father), stent insertion nos (mother) and heart disease, unspecified (mother). Concomitant products included amlodipine, amoxicillin (amox), amoxicillin (amoxicilina), atenolol, azelastine, azithromycin, bupropion, bupropion (wellbutrin), cefalexin (cephalexin), cefuroxime, cheratussin ac, clarinex-d 24-hour (clarinex-d), clarithromycin, clindamycin, clobetasol propionate (clobex), clonidine, colecalciferol (vitamin d), dexamethasone, dyazide, fluconazole, fluocinonide, fluticasone, fluticasone furoate (veramyst), hydrochlorothiazide, hydrocodone, hydrocortisone butyrate (locoid), levofloxacin (levaquin), lidocaine, lorazepam, metoprolol, ondansetron, oxycocet (endocet), oxycodone, prochlorperazine, promethazine, sulfacetamide sodium (sodium sulfacetamide), tamoxifen, tramadol, venlafaxine and venlafaxine (effexor). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of a coil (left coil)/migration of essure device-uterus"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain and cramping"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraines"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("tumor / teratoma / cancer-fibroid") and cervical polyp ("complications or problems that occurred at the time of your essure placement procedure: small endocervical polyp"). The patient was treated with surgery (hysteroscopy, fractional dilatation & curettage and removal of the right essure device on (B)(6) 2014), surgery and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the device dislocation had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal distension, headache, migraine, hormone level abnormal, vaginal discharge, vaginal haemorrhage, uterine leiomyoma and cervical polyp outcome was unknown and the device expulsion and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, cervical polyp, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, uterine leiomyoma, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration/migration of essure device- tube"), fallopian tube perforation ("perforation (fallopian tube)") and uterine perforation ("perforation (uterus)") in an adult female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 1991 and (B)(6) 1995)), miscarriage and rib fracture. Concurrent conditions included high cholesterol, breast cancer, blood pressure high, allergy nos, depression, hypercholesteremia, allergic rhinitis, hyperlipidemia, drug allergy (benadryl) and adenomyosis uteri. Family history included ovarian cancer (maternal grandmother), colon cancer (paternal grandfather), colitis (father), colonic polyp (father), stent insertion nos (mother) and heart disease, unspecified (mother). Concomitant products included amlodipine, amoxicillin (amox), amoxicillin (amoxicilina), atenolol, azelastine, azithromycin, bupropion, bupropion (wellbutrin), cefalexin (cephalexin), cefuroxime, cheratussin ac, clarinex-d 24-hour (clarinex-d), clarithromycin, clindamycin, clobetasol propionate (clobex), clonidine, colecalciferol (vitamin d), dexamethasone, dyazide, fluconazole, fluocinonide, fluticasone, fluticasone furoate (veramyst), hydrochlorothiazide, hydrocodone, hydrocortisone butyrate (locoid), levofloxacin (levaquin), lidocaine, lorazepam, metoprolol, ondansetron, oxycocet (endocet), oxycodone, prochlorperazine, promethazine, sulfacetamide sodium (sodium sulfacetamide), tamoxifen, tramadol, venlafaxine and venlafaxine (effexor). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of a coil (left coil)/migration of essure device-uterus"), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain and cramping"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraines"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine leiomyoma ("tumor / teratoma / cancer-fibroid"). The patient was treated with surgery (hysteroscopy, fractional dilatation & curettage and removal of the right essure device on (B)(6) 2014) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the device dislocation had resolved. At the time of the report, the device expulsion and dysmenorrhoea had resolved and the fallopian tube perforation, uterine perforation, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal distension, headache, migraine, hormone level abnormal, vaginal discharge, vaginal haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, uterine leiomyoma, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage, dysmenorrhea, fallopian tube perforation, uterine perforation, uterine leiomyoma were added. Reporter, patient demographic information, all other relevant history updated. Product (essure) batch number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and had device migration. A hysteroscopy, fractional dilatation & curettage and removal of the right essure device were performed. The event is anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), device expulsion ("expulsion of a coil (left coil)"), pelvic pain ("severe pain"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain and cramping"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopy, fractional dilatation & curettage and removal of the right essure device on (B)(6) 2014). Essure was withdrawn. On (B)(6) 2014, the device dislocation had resolved. At the time of the report, the device expulsion had resolved and the pelvic pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered device dislocation, device expulsion, pelvic pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and had device migration. A hysteroscopy, fractional dilatation & curettage and removal of the right essure device were performed. The event is anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.